Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2015 with high blood glucose. Customer's blood glucose was 1507 mg/dl at the time of admission. The caller reported the customer was found unconscious. The customer was about to be transferred an the call was disconnected. Upon calling back, customer stated the hospitalization for high blood glucose of 1507 mg/dl was on (B)(6) 2015. It was also reported, the battery died on the customer's insulin pump and they did not change the battery. The customer did not have the insulin pump at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.